Event description:
It was reported the patient underwent several unrelated surgeries. It is unknown if the ipg was placed in surgery mode. Afterwards, the ipg was unable to communicate and was found to be inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.